Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported to fresenius that a 2008t machine did not remove the correct amount of fluid during a patient's treatment. It was noticed mid-treatment that the ultrafiltration (uf) was not being removed. Uf removed read as 0 and the uf time was not counting down. Once it was noticed, the uf pump was turned on and the uf began working as it should. During follow-up, a nurse clarified that the patient was able to complete treatment and achieve their uf goal without experiencing a serious injury, adverse event, or requiring any medical intervention. No parts were returned to the manufacturer for a physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported to fresenius that a 2008t machine did not remove the correct amount of fluid during a patient's treatment. It was noticed mid-treatment that the ultrafiltration (uf) was not being removed. Uf removed read as 0 and the uf time was not counting down. Once it was noticed, the uf pump was turned on and the uf began working as it should. During follow-up, a nurse clarified that the patient was able to complete treatment and achieve their uf goal without experiencing a serious injury, adverse event, or requiring any medical intervention. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.